Event description:
It was reported that a user started a new ilet pump session, ate a tuna sandwich and potato chips after announcing a usual meal, and then experienced a high glucose alert with blood glucose readings peaking at 428 mg/dl by meter and subsequently decreasing to approximately 381¿382 mg/dl while the agent monitored. Investigation included user counseling on best practices for meal announcements, and adherence to the trainer¿s action plan while the system is in its learning phase. Further investigation of this case revealed no device malfunction and suggested glycemic excursion associated with meal content and early learning phase dynamics. There was no user reported clinical symptoms during hyperglycemia. Outcomes included transient impact that stabilized later in the day to 239 mg/dl without the need for medical intervention. It was concluded that the event was consistent with expected user and metabolic factors rather than a device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.